Event description:
It was reported that inhibition myopotential oversensing was observed on the device. There were no adverse health consequences. The patient will be monitored.

Event description:
New information received indicated that the device exhibited another occurrence of over-sensing myopotential inhibition. Unknown if any programming changes were made. No patient symptoms were reported.